Event description:
It was reported that in the cath lab on (B)(6) at midnight, the pt received an iab-06830-u via the left femoral artery. The intra-aortic balloon pump (iabp) therapy started and the pt was moved to the intensive care unit. At 7 pm, the medical engineer (me) noticed the pump stopped; the pump did not alarm. The main power was "on" and the proper ECG and ap (arterial pressure) waveforms were displayed on the monitor. At this time, the me turned the pump back on and left it running. On (B)(6), early morning, the me checked the pump and it was pumping properly. At 9 am, the me found that the pump stopped again. Then, the monitor went black and the pump automatically started itself. The pump did not alarm and strips were not printed out either time. At this time, the pump was exchanged off the pt. Another iap-0500j is now in use. The medical engineer stated that "the pump never alarmed and therefore the me does not know how long the pump had been stopped for both times." The pump was in use for 19 hours when the pump stopped the first time around and then 14 hours later the pump stopped a second time. There was no reported pt death or injury. Medical/surgical intervention was not required. According to the report there was no delay or interruption in iabp therapy. No pt complications were reported and the pt is "good." The pt is still receiving iabp therapy.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.